Manufacturer narrative:
Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after deploying the suture, it was noticed there was a puncture of the backwall. It was as if the wall was skewered. The suture did not capture the backwall. The cause was not able to be determined. The suture was removed. A second prostyle suture was preplaced. Preplacing two prostyle sutures was abandoned with the sheath upsized to greater than 8.5f. The tavr procedure was completed. The knot of the preplaced prostyle suture was tightened and used with manual compression to achieve hemostasis and treat the perforation. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.